Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained that the thyroid results for 1 patient did not correspond to their clinical condition when tested for elecsys tsh assay (tsh), elecsys ft3 iii (ft3 iii) and elecsys ft4 ii assay (ft4 ii) on a cobas 6000 e 601 module. Based on the data provided, only the results for tsh and ft3 iii were a reportable malfunction when compared to the results from the advia centaur method. The incorrect results were not reported outside of the laboratory. The advia centaur method results were believed to be correct. This medwatch will cover ft3 iii. (B)(4). Refer to the attached data for the patient results. There was no allegation that an adverse event occurred. The e601 module serial number was not provided.

Manufacturer narrative:
Product problem was corrected.

Manufacturer narrative:
Three samples from the patient were provided for investigation. Upon further investigation of the patient sample, an interferent against a component of the reagent was confirmed. This caused the high ft3 iii results. This interference is covered in product labeling. Product labeling states "in rare cases, interference due to extremely high titers of antibodies to analyte-specific antibodies, streptavidin or ruthenium can occur. These effects are minimized by suitable test design. For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings."